Event description:
The manufacturer received information alleging a ventilator was alarming for high pressure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the oxygen blending module board. The oxygen blending module board was returned to the quality assurance laboratory for further investigation. During the investigation, the root cause of the oxygen blending module board failing was consistent with the pressure transducer being out of tolerance.